Event description:
The customer reported that the bottom of their unit was leaking cidex opa. The customer stated that there were no physical complaints reported. The customer stated that the biomed told her that the unit was "sent out to be repaired" and they did not need service.

Manufacturer narrative:
The customer declined service.